Event description:
Event description cpi received information that this implantable pulse generator (ipg) displayed an elective replacement indicator at a follow-up. The device was reset, but the indicator reappeared. The patient had a good underlying rhythm and the device remained implanted at this time. The physician consulted with the patient's family about whether or not to replace the device. Guidant received additional information three years later, that the patient with this pacemaker died five months after this incident. The patient's son stated that the pacemaker was malfunctioning before the patient's death occurred.